Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined

Event description:
The customer contacted physio-control to report that their device service light illuminated and screen went blank during use. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it was needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device service light illuminated and screen went blank during use. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if it was needed. This issue is patient related; however there was no adverse patient outcome reported.